Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the pin of the left ventricular (lv) lead had pulled out. The lead was implanted and was reprogrammed. The patient was stable throughout the procedure.